Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('excruciating cramping') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), vulvovaginal pruritus ("itchy swollen labias"), vulvovaginal swelling ("itchy swollen labias"), migraine ("horrible migraines") and pain ("hurts to walk"). The patient was treated with surgery (surgery fro essure removal). Essure was removed. At the time of the report, the abdominal pain, vulvovaginal pruritus, vulvovaginal swelling, migraine and pain outcome was unknown. The reporter considered abdominal pain, migraine, pain, vulvovaginal pruritus and vulvovaginal swelling to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: abdominal pain, pruritus, migraine and gait disturbance. Amendment: the report was amended for the following reason: correction following company internal coding review. The event itchy swollen labias was split and recoded to genital labial itching and labia swollen and the meddra llts were updated to vulval itching and labium majus pudendi swelling. Also the event hurts to walk was recoded to pain when walking and meddra llt was updated to pain upon movement. No new follow-up information was received from the reporter. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('excruciating cramping') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), vulvovaginal pruritus ("itchy swollen labias"), vulvovaginal swelling ("itchy swollen labias"), migraine ("horrible migraines") and pain ("hurts to walk"). The patient was treated with surgery (surgery fro essure removal). Essure was removed. At the time of the report, the abdominal pain, vulvovaginal pruritus, vulvovaginal swelling, migraine and pain outcome was unknown. The reporter considered abdominal pain, migraine, pain, vulvovaginal pruritus and vulvovaginal swelling to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: abdominal pain, pruritus, migraine and gait disturbance. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on(B)(6)2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('excruciating cramping') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), pruritus ("itchy swollen labias"), migraine ("horrible migraines") and gait disturbance ("hurts to walk"). The patient was treated with surgery (surgery fro essure removal). Essure was removed. At the time of the report, the abdominal pain, pruritus, migraine and gait disturbance outcome was unknown. The reporter considered abdominal pain, gait disturbance, migraine and pruritus to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: abdominal pain, pruritus, migraine and gait disturbance. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.